Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 06:58:20. During night drain cycle eight, the patient's ultrafiltration reading was 936ml, indicating the home patient (hp) drained 936ml more than their maximum programmed fill volume of 1500ml. No additional information is available.